Manufacturer narrative:
The lens was returned. Solution is dried on the lens. One haptic is bent in the gusset area and folded onto the optic. The optic surface is scratched from the edge travelling inward and has small split/cracks in the shape of an instrument used to grasp the lens. The optic was pressed against posts of the lens case upon return. All product and batch history records are quality reviewed prior to product release. The reported broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare reported an intraocular lens (iol) has a scratch on it . There was no patient contact. The procedure was completed that day. Additional information was requested.